Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Low bg cause was not known. Customer's spouse called emt (emergency medical technician) and was transported to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline. Customer was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Event date is approximate.